Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to have developed a pneumonia and admitted to a hospital. It was reported that there is a blue mold grew on the tube and humidifier seal and sticky filth clung to the chamber. The patient was discharged from the hospital 6 days later.no other clinical information or medical interventions were required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.